Event description:
It was reported that the bd syringe luer-lok¿ tip had no scale markings. The following information was provided by the initial reporter: "the complainant reported that they found a 1ml dosage syringe without any graduation. Cause code: syringe printing (graduation absent)"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary two photos each displaying a single loose 1ml syringe were received and evaluated. One of the syringes had a portion of the "single use only" missing and one syringe was nearly completely blank. Both syringes were rejectable per product specification. Additionally, one physical 1ml syringe was received. The syringe appeared to match one of the syringes shown in the photo and was nearly completely blank. Potential root cause for the missing print defect is associated with the marking process. Most likely a buildup of ink inhibited the proper flow and transfer of ink. The missing ink defect was found during the manufacture of this batch, adjustments were made and the product was recalcified. It is possible a small number of syringes were able to escape detection. The aql for poor printing is 0.25%. The defective rate identified is 4 out of 302,400, which is 0.0013%. No corrective actions are necessary based on the defective rate identified. Batch 0002665 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Investigation summary: two photos each displaying a single loose 1ml syringe were received and evaluated. One of the syringes had a portion of the "single use only" missing and one syringe was nearly completely blank. Both syringes were rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. It may have been due to a build up of ink that prevented the proper flow and transfer of ink. The missing ink defect was found during the manufacture of this batch and a requalification was performed. It is possible a small number of syringes were able to escape detection. No corrective actions are necessary based on the defective rate identified. Batch 0002665 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip had no scale markings. The following information was provided by the initial reporter: "the complainant reported that they found a 1ml dosage syringe without any graduation. Cause code: syringe printing (graduation absent)".